Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: d4 - primary UDI number, h6- medical device problem code (annex a). Investigation ¿ evaluation event description: it was reported prior to patient contact, during a flexible ureteroscopy with lithotripsy and stone removal procedure, the user opened the package and took out the ncircle tipless stone extractor prepared to use it, when it was found that the basket tip was broken. A photo was provided showing the two loops of the basket wire tip were not interlocked. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ncircle tipless stone extractor was returned in in its original inner hard plastic packaging without the original pouch or product label. The returned device was found to have a basket that was misshapen due to the two basket wire loops being disconnected at the tip of the basket formation. No other damage was noted. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed that three devices were identified as out of specification for a possible similar issue to the reported failure mode and were scrapped as part of the manufacturing process. Cook has determined that the complaint failure mode is unlikely to be related to the out of specification devices in production, based on the individual nature of the manufacturing process and inspection. A review of complaint history records showed no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) does not provide any information related to the reported issue. A cause for the issue could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported prior to patient contact, during a flexible ureteroscopy with lithotripsy and stone removal procedure, the user opened the package and took out the ncircle tipless stone extractor prepared to use it, when it was found that the basket tip was broken. A photo was provided showing the two loops of the basket wire tip were not interlocked. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.